Event description:
Information received indicates the head section of the stretcher is drifting down.

Manufacturer narrative:
The technician isolated the issue to the head end cylinder. He replaced the head end cylinder to repair the stretcher.